Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing ref: 3008452825-2017-00095; 2030404-2017-00014; 9680001-2017-00035; 3008452825-2017-00097; 3005334138-2017-00042. During a pulmonary vein isolation procedure, a cardiac perforation occurred. During the post assessment, an echocardiogram was performed which revealed the effusion. No intervention was required and the patient was discharged. There were no performance issues with any abbott devices.